Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jul2020.

Event description:
The customer reported the pressure sensor failed to adjust. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The data acquisition board was defective. The manufacturer¿s international service technician replaced the defective data acquisition board to address the reported problem. The unit successfully passed the required performance verification test.